Event description:
There was an allegation of questionable elecsys sflt-1 and elecsys plgf results for 1 patient on a cobas e 411 analyzer (disk system). The initial sflt-1 result was 41 pg/ml, and the repeated results were 2788 pg/ml and 2738 pg/ml. The initial plgf result was 20 pg/ml, and the repeated results were 684 pg/ml and 684 pg/ml. The sflt1/ plgf ratio results were 2.05, 4.07, and 4.00.

Manufacturer narrative:
The elecsys sflt-1 reagent lot number is 78984901 with an expiration date of 30-sep-2025. The elecsys plgf reagent lot number is 80257001. The expiration date was not provided. The qc was acceptable. The field service representative found the probe tube had dropped from the pulley. He replaced the probe tube and the seal, cleaned the pulley, and performed checks. The investigation determined the service actions resolved the issue.